Event description:
I am a type 1 diabetic, and I use dexcom g6 to monitor glucose levels. Last tuesday, I applied a new sensor and unfortunately felt severe pain when applying it with loss of blood. My tandem t slim micro-infuser, which I am equipped with, indicated to me that the sensor was faulty as it had often happened to me already, so I went ahead and removed it. In doing so, I found/discovered that the filament I should have seen attached to the patch/sensor, was not there! I waited until the following day to be certain it was in my arm. The persistent pain and the condition of my arm confirmed it for me. Then I took action and asked for help from my primary care physician, dexcom customer service, the (B)(6). There was no solution other than keeping it as is, that was the answer! I went to the urgent care center in (B)(6) where, after an x-ray of my left arm, a good and tenacious surgeon finally managed to extract the filament, which was pushing on my muscle, deeply embedded! I have sutures, and pain, as well as significant psychological damage. On the dexcom website, they report as a rare occurrence only that a portion of the filament may remain [in] the skin. But in my case, the whole filament was left behind! All of it! I kept it.